Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "impossible to deliver the bolus through the infuso.r. Resulting in a non delivery" was confirmed and reproduced. The root cause was not identified and there were no repairs made to fix the problem as this is a baxter owned device and has been removed from service. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which it was impossible to delivery the bolus through the infusor. A non delivery occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.